Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) was using the torque limiting handle (2770-40-510) and driver (2797-12-600) set from the expedium system with the appropriate counter torque device. (2797-12-500) the instrument continued to strip the driver (2797-12-600) as well as the implant (1797-02-000). Two drivers were damaged during the procedure along with three single inner set screws. Proper final tightening was achieved with a new torque handle and x25 final tightener shaft. Patient consequence? No. Action taken for procedure:the damaged implants were removed (1797-02-000) and a new instrument was introduced to the field to complete appropriate final tightening. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.